Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2014, stent thrombosis occurred as per adjudication results.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02231. (B)(6). It was reported that patient died. In (B)(6) 2013, the patient was presented with myocardial infarction (mi) and unstable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was located in the mid left anterior descending artery (lad) with 99% stenosis, and was 12 mm long, with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of a 2.50x16mm and 2.50 x12mm promus element plus stents, resulting in 0% residual stenosis. One day post procedure, the patient was discharged with aspirin and ticagrelor. In (B)(6) 2015, the patient expired and the cause of death is unknown.